Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was sticking and hard to open, which prevented the cubies from opening. A field service engineer (fse) arrived at the station and found no obstruction in drawer 1.2, though there was a slight hitch in the rail. Fse slid the rail back and forth several times to remove the hitch. Fse noticed that pocket six in rows a, b, c, d, and e were not on the bus. The fse reseated and reset the row cable on the drawer controller pcb, reset the retractor cable and internal pixie bus cable, and then verified that all pockets were visible in all drawers in the main. Proper operation was confirmed through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was sticking and hard to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.